Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown, rupture discovered during explant.

Event description:
Healthcare professional reported left side rupture discovered during explant surgery. The device has been replaced.

Event description:
Healthcare professional reported left side rupture discovered during explant surgery. Healthcare professional reported left side "bilateral silicone malposition, deformity, rupture and capsular contracture" baker grade unknown. The device has been replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease sharp opening on posterior assessed as fold flaw opening. Malposition: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Stress marks observed. Wear abrasion observed. No further actions are required as the device was implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side "bilateral silicone malposition, deformity, rupture and capsular contracture".